Event description:
An international customer reported an event of an odor emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: service performed and parts replaced: preventative maintenance level 2, oil return valve, nylon tubing. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system risk analysis (sra), and CAPA. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (08/27/2014 to 02/23/2015) and trending was not exceeded. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The CAPA identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 100nx system; the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 100nx system. No parts were returned for further evaluation. Asp will continue to track and trend this issue.

Manufacturer narrative:
Ni